Manufacturer narrative:
The customer contacted physio-control to clarify that there was no patient involvement. Section a1 patient identifier of the initial medwatch report was blank. Section a1 patient identifier of the initial medwatch report should indicate: none

Event description:
The customer contacted physio-control to report that their device went completely blank on a ems call while changing one of the two batteries on the device. No further information was able to be provided. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and the reported issue was duplicated. The device's electronic records were reviewed and no patient events were logged for the reported event date; the reported issue could not be verified. Physio replaced the device's power pcb, battery wire harness, and battery pins to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The removed power pcb was scrapped. The root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device went completely blank on a ems call while changing one of the two batteries on the device. No further information was able to be provided. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
The customer was not able to provide any further information. Patient fields in which information was not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device went completely blank on a ems call while changing one of the two batteries on the device. No further information was able to be provided. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient harm associated with the reported event.